Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A partial separation, surrounded by abrasion, was noted on the longer exhaust tube of the pump. This was not a site of leakage. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 1. No functional abnormalities were noted with cylinder 1 or cylinder 2. Abrasion was noted on the inlet tubing of the reservoir. No functional abnormalities were noted with the reservoir. The information received indicated the device was not working properly, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the implant was removed due to a 'penile implant failure.'

Event description:
According to the available information, the implant was removed due to a 'penile implant failure.'

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.